Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the patient was hospitalized because the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of a high amplitude noise, while the patient was sleeping. The s-ICD system was turned off and provocative maneuvers were able to reproduce noise. X-rays were performed and no inadequate connection or observable impairments were confirmed. A potential electrode damage near the header was suspected. Subsequently, both the s-ICD and implantable electrode were explanted and replaced. This implantable electrode is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. The electrode was returned in two segments having been severed approximately 91 millimeters (mm) from the terminal pin. A bend was noted in the terminal area of the lead approximately 25mm from the terminal pin. An indent/crease with a surface abrasion was noted in the terminal boot insulation approximately 25mm from the terminal pin. An x-ray of the lead found several strands/filars of the sense a cable were fractured in the area approximately 25mm from the terminal pin. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. This fracture is the most likely root cause of the observed noise, oversensing, and inappropriate shock.

Event description:
It was reported that the patient was hospitalized because the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of a high amplitude noise, while the patient was sleeping. The s-ICD system was turned off and provocative maneuvers were able to reproduce noise. X-rays were performed and no inadequate connection or observable impairments were confirmed. A potential electrode damage near the header was suspected. Subsequently, both the s-ICD and implantable electrode were explanted and replaced. This implantable electrode was returned for analysis and no additional adverse patient effects were reported.